Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device investigation. Failure analysis investigation found the pitch cable is broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after successful completion of a da vinci assisted inguinal hernia repair procedure, it was noted that the cable on the grasping retractor instrument was broken. There was no report of fragments falling into a patient and there was no report of any patient harm, adverse outcome or injury involving the reported instrument.